Manufacturer narrative:
Method: the actual device was not evaluated, however implantech performed sterilization review, manufacturing review, and labeling evaluation. Results: no failure was detected. Conclusions: infection is a known, inherent risk of implant procedures.

Event description:
Complainant reported that patient had gluteal implants explanted bilaterally approximately 17 days post-operatively due to infection. The patient presented with pain, redness, swelling and slight necrosis on the right side 10 days post-operatively and was prescribed a 10 day course of clindamycin po. When issues did not appear to be resolving as fully as desired, the decision was made to explant the devics. A culture was taken, and results found citrobacter braakii. Patient has significant medical history of being pre-diabetic and being (B)(6) since 2002. Physician's office cited poor patient after care as one reason for the event, and initially did not feel devices caused or contributed to the event. Subsequent f/u with complainant indicated that device involvement could not be ruled out, hence implantech has elected to report this event.